Event description:
The customer obtained the patient results 447 mg/dl and 233 mg/dl on the accu-chek inform system in comparison to a 102 mg/dl lab result. The test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.